Event description:
The user facility reported that the catheter tip "broke off" during a femoral tibial procedure. The detached distal portion of the catheter was successfully retrieved. The procedure was completed and the pt's condition is reported as "okay". Additional event specific information has not been made available.